Event description:
It was reported that the 9800 system displayed a collimator iris pot error and presented a physicist discrepancy. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the hv cable and resoldered cold solder joint (p3) on the collimator. Realigned cdd camera and collimator to address physicist issue. The system was tested and found to be working as intended and placed back into service.